Manufacturer narrative:
Evaluation:still under investigation.

Event description:
The endovascular stent graft was placed in 2007 into a male pt. The pt subsequently developed a fever of 103.7 f that afternoon. The pt's urine analysis and blood cultures were negative; given tylenol; symptoms resolved and he was discharged two days later.